Manufacturer narrative:
A customer from (B)(6) reported a misidentification of a roseomonas gilardii quality control cap survey sample as roseomonas mucosa in association with the vitek® ms. An investigation was performed. The sample mzml file and ecal mzml files were analyzed. Conclusion on the system: system was operational during the test (fine tuning check acceptance criteria conform); spot preparation seemed to be good (number of peaks of ecal spectra homogeneous). Conclusion on the identification: regarding the customer data the most probable identification is roseomonas gilardii. This species is not included in any of vitek ms knowledge base (v3.0 clinical, v3.1 industry or v3.2 (next kb)). Suspected root cause of the issue: * system limitation because roseomonas gilardii was not included in the kb v3.0. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results."

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a roseomonas gilardii quality control cap survey sample as roseomonas mucosa, in association with the vitek® ms (UDI (B)(4)). The customer stated that r.gilardii is not listed in the database and the sample was reported as roseomonas species in the survey. There was no patient involvement as this was a survey sample. A biomérieux internal investigation will be initiated.